Event description:
It was reported, the high frequency electrosurgical unit experienced an e433 temporary failure error. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the error message e433, could not be identified. Presumably, the service business center was unable to reproduce the complained error. The error message e433 occurs when the effective value of the output signal, which was set for testing purposes, falls below the specified limit of 130v when the device is started, which normally indicates a low-resistance diode chain. The esg-400 is then restarted for safety reasons. If the cause of the error remains, unlimited permanent restarts can result. The device is then no longer ready for use. Olympus will continue to monitor the field performance for this device.